Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the arterial access site was confirmed in the profunda which was a small diseased vessel. The physician decided to use the device. There was no report of any difficulty encountered with the insertion, achieving mark, deploying the foot or the needles. When the plunger was removed, a link break was discovered. It was reported that the physician attempted to remove the device but complete resistance was met. The physician manipulated the foot of the device by opening and closing it which caused the patient discomfort. In order to stabilize the device a femostop was applied. The patient was then taken to surgery for device removal. The surgeon performed a cut down and discovered that the foot of the device was caught in the subcutaneous tissue. The proximal guide was removed, but the distal guide was not attached. The sheath of the device was retrieved from the femoral/iliac artery without complications. The artery was repaired with a suture. It was reported that post-procedure the patient began bleeding from the groin site and therefore received two units of fresh frozen plasma. The patient also became confused and was taken for a cat scan of the head which revealed normal results. As of 2003, the patient was up and walking and was expected to be discharged home from the hospital either that day or the next. There are no reports of further adverse patient sequelae.